Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The pump was replaced. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the reported issue was component failure of the pump. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the dc pump of the endoscope reprocessor did not operate during reprocessing. There were no reports of patient involvement.